Manufacturer narrative:
Approximate age of device: 5 days. Manufacturer's investigation conclusion: the reported incident of a low flow and pump off alarm was confirmed via the evaluation of the returned system controller serial number (B)(4). The system controller was connected to laboratory equipment and the system did not operate with the low flow/pump off alarm active. Electrical measurement confirmed both fuses that supply power to the lvad were opened/damaged. The fuses were replaced and the system controller was operated on a mock circulatory loop without any notable event captured in the history event screen. The log file retrieved from the returned system controller captured data on (B)(6) 2018. On (B)(6) at 10:59 am, a driveline was connected to the system controller and the system recovered to the set speed of 4,900 rpm. The system operated within the low speed value of 4,500 rpm and set speed value (adjusted between 3,900 to 4,900 rpm). From 11:00 am to 1:01 pm, intermittent low flow alarm events were active relating to the flow estimation values, which was less than 1.1 lpm. At 1:18 pm, the pump was stopped, which appears to be related to a motor stop command via the system monitor. The events that followed indicated a driveline was connected to the device on (B)(6) at 1:27 pm and the system did not recover to the set speed. A controller fault alarm became active and remained active. The data is consistent with the analysis of the returned system controller. A root cause of the opened/damaged fuses could not be determined during the analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device on (B)(6) 2018. It was reported that the patient had intermittent low flow alarms. The patient¿s flows went from the low 2¿s to 0.0. The patient was asymptomatic and maintained a blood pressure during this time, but went to the or for pump revision. The event log file contained a number of low flow controller fault flags between (B)(6) 2018 which did not persist long enough to trigger a low flow alarm. Low flow alarm events did occur at the time stamps listed below. This occurred more frequently as the days progressed. The pump set speed was maintained throughout the log file so the pump was operating as expected. On (B)(6) 2018 there was a drop in flow from 2.3 to 1.0 lpm. This was followed by a 0.2 then 0.0 lpm captured values. On (B)(6) 2018 patient underwent pump exchange for acute ingestion of clot into pump. After the patient was out of surgery and they got back to the unit from washing him out, he dropped to 0 flows and 0 rpm. They changed out the controller but it said ¿¿ and wouldn¿t accept the pump stop command so they went back to the initial controller. No additional information has been reported at this time. Additional information: during the manufacturer's investigation it was found that both fuses that supply power to the lvad were opened/ damaged, compromising the systems integrity.